Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked insulin. The customer's blood glucose level was 135 mg/dl. In addition, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge and needle to resolve the issue.